Event description:
The customer reported to phillips healthcare that "therapy deliver test failed" on the heartstart xl+. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.